Event description:
The customer reported that there was a collimator stuck and collimator too large error messages. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and performed a collimator calibration. The system operates as intended.